Manufacturer narrative:
It was determined that when the ft3 iii application was installed, the default unit of measure was not updated to correspond to the unit of measure for ft3 iii in the customer's laboratory information system (lis). The field service engineer (fse) updated the unit of measure for ft3 iii on the e411 instrument so that the unit of measure corresponded to the unit of measure in the lis. The investigation did not identify a software issue. The event was consistent with a handling issue at the customer site.

Manufacturer narrative:
The ft3 iii reagent lot number was 686656. The expiration date was not provided. The field service engineer (fse) replaced the measuring cell and the measuring cell path tubes. The fse checked the fluidics and the probes. Instrument performance testing was performed. The path from the syringes was cleaned. The waste tubing was replaced, the sample/reagent tubes were replaced and the reagent rotor was adjusted. The instrument was decontaminated. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The following are examples of discrepant results for 3 patient samples. On (B)(6) 2023, patient 1 initial result from the e411 analyzer was 3.93 pmol/l. The repeat result from an external laboratory using a competitor system was 3.17 pg/ml (4.87 pmol/l). On b)(6) 2023, patient 2 initial result from the e411 analyzer was 3.43 pmol/l. The repeat result from an external laboratory using a competitor system was 2.71 pg/ml (4.16 pmol/l). On (B)(6) 2023, patient 3 initial result from the e411 analyzer was 1.65 pmol/l. The repeat result from an external laboratory using a competitor system was 1.86 pg/ml (2.86 pmol/l).